Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump developed a cracked screen that rendered the touchscreen nonfunctional, and a replacement pump was shipped with instructions to shut down the device and return it; the user continued glucose monitoring with a dexcom g7 and managed glucose using subcutaneous insulin injections. Symptoms included increased urination. Outcomes included temporary impairment of device use and reliance on backup insulin therapy without medical intervention. Investigation included follow-up with the user and coordination of device return for assessment. Investigation of this device revealed a damaged display assembly consistent with physical damage leading to loss of user interface functionality. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device design or manufacturing.